Event description:
The patient started having problems in 2011; the catheter was found severed. The following information was previously reported in manufacturer report # (3004209178-2012-05681) [it was reported that at the beginning of the year, the catheter broke and the pump was not infusing medications. It was noted that part of the catheter was left inside the patient's body. The pump and the catheter were replaced. The device system was previously used to deliver fentanyl. It was noted that the device system was currently used to deliver bupivacaine and prialt. Additional information has been requested, but was not available as of the date of this report.]. The following information was previously reported in manufacturer report # (3007566237-2012-01191) [it was reported the patient experienced physical and mental pain. It was indicated that there was a device malfunction requiring additional surgeries. Additional information has been requested but was not available at the time of this report.] All future reporting will be done in this manufacturer report.

Event description:
The pump and catheter were explanted and replaced. The catheter was noted to be occluded. The pump was used to deliver prialt and bupivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709sc, lot # n312414011, implanted on: (B)(6) 2012, explanted on: (B)(6) 2012. Catheter: model #8590-9, lot # n255158, implanted on: (B)(6) 2012, explanted on: unknown. (B)(4).